Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found the reported phenomenon was caused by the breakage of the auxiliary water channel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(6) (okr), it was found that the foreign object came out from the auxiliary water channel of the subject device, and the auxiliary water channel was broken. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the following. Foreign material had remained inside the auxiliary water channel due to insufficient water flushing to the auxiliary water channel during precleaning after the previous procedure. The user had performed the reprocessing by a method not recommended in the instruction manual. If additional information is received, this report will be supplemented.